Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was unable to establish telemetry. It was further reported the icm was unable to be interrogated. The icm remains in use. No patient complications have been reported as a result of this event.